Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk.

Event description:
It was reported that the patient experienced intermittent episodes of withdrawal. Diagnostics were performed and no problems were found. In (B)(6) 2011, he had a scheduled pump replacement and did well until the evening of (B)(6). On that day, the patient began to have significant itching, sweating and muscle spasm. On (B)(6), the patient was noted to be "itchy, sweaty and very spastic." The "old baclofen" was removed; the reservoir volume matched the expected amount and there were no alarms or notes in the system. The patient was begun on oral baclofen 10mg thrice a day (tid); the dose was increased to 20mg tid later that afternoon. Tizanidine was ordered if needed at bedtime (this was not used), and benadryl 50mg for itching every 8 hours. The patient was brought back for a catheter dye study on (B)(6). Per the reporter, "the catheter drew clear fluid back well and we infused 4 ml of contrast dye and saw the dye come out of the catheter tip. There were no obvious extravasations along the system, so we assume the system is grossly intact and there was possibly a small occlusion at the tip." He was sent home on baclofen 20mg tid. By the afternoon, his muscle tone was better (6/10 compared to 10/10 the day before); he was "still itchy." He continued to do well and the oral dose was reduced to 10mg tid on (B)(6) to challenge the pump and assess if it was working again. On (B)(6), it was reported that "he was fine." On (B)(6), he was having increased spasticity again on the baclofen 10mg tid, and itching was still present. The hcp increased the oral baclofen to 20mg tid again. Review of systems done at each interaction did not reveal any underlying triggers for increased tone. Per the reporter, "he is a healthy male with a history of constipation only (well managed) and no other medications." The hcp planned to do a CT scan with catheter access next week; a drug holiday was being considered; the hcp "can turn off his pump when I see him next week and cover him with oral baclofen and keep off for 1 week and resume itb and see if it is more effective." It was later reported that a repeat cap study using CT was scheduled. As of (B)(6) 2011, patient was taking oral meds as well as intrathecal drug delivery and the tone was stated to be increasing. On (B)(6) 2011, it was reported that the cap study was performed on (B)(6) 2011 on patient's pump/catheter system with omnipaque contrast, under radiologic imaging. Findings were inconclusive. Spiral CT was then performed. After review by physician team, discussions were around patency of catheter but no definitive determinations were made. It was decided patient's catheter was to be primed and drug dose increased to 600mcg/day from 500 mcg/day. Approximately an hour after patient's drug delivery resumed, the radiology team, after further review of CT determined, a small leak in the catheter as it entered patient's spine. Patient was on lioresal, 2000 mcg/ml, 500 mcg/day, simple continuous dosing. A follow up report will be sent if additional information becomes available.